Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for a normal device check. Ap was oversensed on the ventricular channel. Programming changes were made. The patient will be followed normally.